Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 1 of 3. It was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.

Event description:
Report 1 of 3: it was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported while using bd vacutainer® eclipse¿ blood collection needle, an unspecified number of devices exhibited loose rubber sleeves resulting in sample leakage. Additionally, an unspecified number of devices exhibited loose needles within the holder. No adverse impact was reported regarding the patient or user.